Manufacturer narrative:
Investigation: a review of the device history records (DHR) of glenosphere extractor instrument (product code: 9019.74.140) could not be performed, as the lot number of the instrument is unknown. Consequently, traceability to manufacturing and quality records was not possible. According to the complaint source, the instrument was checked a few days after the reported event and was found to be functioning normally. They stated that the malfunctioning was due to an intra-operative error. The was completed without any problem and no patient harm. The device was not returned for further investigation into limacorporate; therefore, inspection was not possible. In conclusion: based on the limited data available, a comprehensive analysis of the complaint cannot be carried out. The absence of the product lot number prevents a review of the relevant production records, and without access to the instrument involved, it is not possible to further investigate. Should any additional information arise, the complaint will be reassessed accordingly. Pms data: according to our pms this is the only similar complaint received for glenosphere extractor instrument (product code: 9019.74.140) not engaging the glenosphere. This is an initial-final MDR report.

Event description:
During surgery on (B)(6) 2025 the thread of the glenosphere extractor instrument (product code: 9019.74.140; lot number: unknown) did not engage with the glenosphere (product code: 1974.54.440; lot number: 2424139) and therefore could not be used to extract the glenosphere. The surgeon removed the glenosphere by using a hook to tap it out and then implanted a new glenosphere to complete the procedure. The surgical time was prolonged by approximately 15 minutes due to this issue. Event occurred in switzerland.